Event description:
The device was returned to the service ctr with a report from the customer contact that channel a could not be reset. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, the device touchscreen did not respond when pressed.

Manufacturer narrative:
During testing, the device touchscreen button was not responsive at all when the keys were pressed. This was due to contamination on touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. The customer contact's report for channel a could not be reset, was duplicated during testing. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.